Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The infusion set tubing and cartridge were changed. The occlusion was resolved. Insulin delivery was resumed. The customer declined to provide blood glucose level.